Event description:
It was reported that on an unknown date, a stardrive screwdriver shaft was discovered broken on top of the sims cabinet. It is unknown if there were a procedure and patient involvement. The allegation of this device is that the star part of the screwdriver was not capturing and holding screws as it was intended. It was also reported that the threads appeared to be damaged. Additional device received 10/04/2019 with product code: 03.130.010 / lot number: h659973, and was added to this complaint. This complaint involves one (1) device. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record has been requested. Device history lot part # 03.130.010, synthes lot number: h346716. Manufacturing site: synthes (B)(4). Release to warehouse date: 14-sep-2017. No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, a stardrive screwdriver shaft was found out to be broken on top of sims cabinet. It is unknown if there were a procedure and patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the stardrive screwdriver shaft/t4 50 mm/self-retaining/hxc (p/n 03.130.010 lot h346716) was received showing a portion of the distal stardrive tip broken off and missing. The remaining portion of the tip was observed to be twisted. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of broken and twisted tip was identified during the investigation. Dimensional inspection: dimensional inspection of the stardrive tip could not be conducted due to post manufacturing deformation of the remaining tip and broken tip/missing fragment(s). Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Stardrive screwdriver shaft t4 03_130_010 rev d. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the stardrive screwdriver shaft/t4 50 mm/self-retaining/hxc (p/n 03.130.010, lot h346716) as a portion of the distal stardrive tip was broken off and missing. The remaining portion of the tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted and broken tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a stardrive screwdriver shaft was discovered broken on top of the sims cabinet. It is unknown if there were a procedure and patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).